Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported the pod was leaking and their blood glucose levels rose to 280 mg/dl. The patient was feeling dizzy, sleepy and not functioning right. Emergency services was called and the paramedics arrived to the patient's home. The paramedics administered 3 insulin injections for treatment, measured the patient's pulse and performed an electrocardiogram. Paramedics remained with the patient for approximately 30 minutes. The pod was worn on the patient's leg for between 37 and 48 hours.